Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a prostar xl device after a percutaneous implantation of a mitral valve. Reportedly, at the end of the closure procedure some bleeding was observed. Hemostasis was achieved surgically. During the surgical procedure it was observed that the prostar xl knots were well formed and advanced to the surface of the artery, but a small incision was still present, caudally, under the knots. It was reported that the failure to achieve hemostasis could be related to the presence of calcification. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Presence of bleeding after completing the closure procedure as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all prostar devices are nearly fully deployed during suture and needle verifications. A sample of finished devices is taken from each lot and verified for ability to completely functionally deploy. Reportedly, a femoral angiogram showed mild vessel calcification. The IFU states: the safety and effectiveness of the prostar xl 10f pvs system has not been established in patients with common femoral artery calcium which is fluoroscopically visible. Based on the reported information and the inspection criteria, a definitive cause for the reported sutures not capturing the artery wall and the associated patient effects could not be determined; however, mild vessel calcification may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of product quality deficiency.